Event description:
Overinfusion involving levophed that reportedly resulted in patient death. Initial details quite sketchy, possibly the pt had levophed infusing and when the nurse programmed a different infusion they actually hung another bag of levophed by mistake. Hospital did its own internal analysis of the event and determined that the pt death was a result of the levophed error, but determined that there is not a device function or programming issue involved; the error was the result of the nurse selecting a bag of levophed instead of a bag with a dose of another drug which they had intended to infuse. Hospital has closed its investigation and has declined offer for cardinal to evaluate the device.

Manufacturer narrative:
.